Event description:
The customer reported the system intermittently displayed a fatal error. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table system interface pcb was reseated and the motor controller pcb was replaced. The system was then found to be working as intended.